Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt experienced complete return of symptoms which has affected his quality of life. The pt's stimulation was intermittent. The pt was at home. It was noted that the pt has not seen his healthcare provider since implant. Further info is being requested from the hcp.